Event description:
On (B)(6) 2012 customer reported that the probe on the lh500 instrument dripped about 1 ml of fluid onto the counter when the instrument was in the open vial mode. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and ran samples in secondary (open vial) mode and could not reproduce the problem. Fse verified instrument operation of the probe (rinse) block, the high vacuum setting and the tubing. No further leaks were reported.

Manufacturer narrative:
(B)(4).